Manufacturer narrative:
New information added to the following fields: d8, d9, h4. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: oct. 31, 2024. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. The device was evaluated where the insertion distal end and adhesive were perforated, separated and cracked were found that could have potentially contributed to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 55 colony forming units (cfus) of enterobacter cloacae complex and pseudomonas aeruginosa in the insufflation channel, 11 cfu of pseudomonas aeruginosa and enterobacter cloacae complex in the water jet channel and 8 cfu of pseudomonas aeruginosa and enterobacter cloacae complex in the suction channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.